Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller in resetting the pump. After the reset, the cgm error did not reoccur, and the customer successfully started their sensor session.